Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the reported issue was caused by a component failure. The cause of the damage is considered to be overloading or deterioration over time. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the inner sheath had distal end beak chipped. The issue occurred during reprocessing. There were no reports of patient harm.